Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2002 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on (B)(6) 2002. The physician corrected the settings; however, the device pulse width was not corrected. The device was not interrogated prior to the patient leaving the office on (B)(6) 2009 as recommended by device manufacturer to ensure the device is at the correct settings. The pulse width was not corrected prior to the patient leaving the office. The setting was found corrected upon interrogation on the next visit on (B)(6) 2003; however, there is no history available that shows when the correction occurred. No patient adverse events were reported.